Manufacturer narrative:
Product analysis: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical products: 4196 lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for oversensing and noise. The patient's physician chose to reprogram the device to prevent inappropriate shocks. The next day, the patient was re-checked and the lead had a second lia and a lead failure predictor alert triggered for elevated sensing integrity counter (sic) counts, oversensing, and intermittent noise. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.